Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was attempted to be implanted, but their was difficulty actuating the grippers. The grippers were able to be actuated during preparation of the device. One of the grippers would not lower during the procedure. The clip was removed. A new mitraclip was prepped and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.